Manufacturer narrative:
Continuation of d10: product ID a72200 (serial: unknown); product type: 0216-software; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for the call was the patient reported their stimulation was not vibrating in their body if they leaned against it and the issue began 2 days ago. Patient stated the communicator was green and blue. Patient confirmed they were calling about their spinal cord stimulator. During the call patient noted the communicator was green and blue. Patient had difficulty navigating their handset and was unable to close applications or go to the home screen. Agent attempted multiple times to get patient to their home screen to verify if they saw mystim pc but patient couldn't navigate the handset and kept going to the battery mode 'accept b', configuration, or wifi screen. Patient did not have anyone at home to help them troubleshoot. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue to meet with a representative.